Event description:
The patient was satisfied with the stimulation and it had a good effect on the pain. The patient experienced abdominal pain along with gastrointestinal disturbance/diarrhea. When the stimulation was off the symptoms faded but did not go away completely. The ipg was removed. The patient outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).